Event description:
Patient suffered torn pcl. While surgeon was repairing ligament, surgeon swapped the insert. Nothing unusual was noted upon removal/swap of the insert. Right knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 6x9 cr triathlon insert. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.